Event description:
End user reported that one of two screws sheared off and the other bent for the quad link on his tdxsp power chair. While driving his chair on the street, crossing at an intersection, the bolt came off the joystick causing it to fall on his knee, hurt his knee sustaining a skin abrasion. User had a doctors appointment already scheduled in which the doctor said he just banged it up.